Event description:
Patient is reporting numbness in their thumb, index and middle finger of their right hand since the procedure.

Manufacturer narrative:
A review of console data was completed on 08/09/2022 and indicated that the system is operating as intended.